Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: air/water channel with white residue in the insertion tube side. Based on the results of the investigation, a definitive root cause could not be established for the reported image defect as it was not confirmed that this was a problem with the device. A root cause could not be identified. Based on the results of the investigation, the cause of the white residue in the air/water channel could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video of the colonovideoscope went going out multiple times. The issue was found during unspecified procedure. There were no reports of patient harm.